Event description:
It was reported to medtronic minimed that the customer experienced the stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with an unresponsive keypad at the select button. Unable to perform the self test due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and found flattened (creased) keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, keypad flex tail and force sensor. Swapped out case and successfully downloaded history files and traces on thump software. Stuck button alarm was found multiple times in the pump history on (B)(6) 2025 at 15:40:00.000 and 16:25:30.000. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked select, back, graph, up, down, left and right button keypad overlay. Customer alleged for stuck button error alarm confirmed in the pump history and pump received with unresponsive keypad at the select button due to flattened (creased) keypad dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.